Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer wanted to know what is the cause of this error code 133.6080. Case resolution: I explain to the customer that. Let battery charge for a few minutes and power up. Check error log and event log to see if unit was powered off and the next time the unit was powered on. A long period between events possibly could be the unit was not plugged in. I also let the customer know that if the error comes back then he would need to replace the backup speaker. The customer said ok and the call was ended.